Manufacturer narrative:
An event regarding hair in the packaging involving a trident 10° x3 insert was reported. The event was not confirmed. Method and results: device evaluation and results: no device evaluation could be performed as the reported device was not returned. Medical records received and evaluation: no medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the reported lot number. Conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed. The reported device was not returned or photographs of the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
After opening outside box, the nurse noticed a strand of hair on the outside of insert packaging, (not on the final sterile layer to be opened), she determined the implant to be safe. No hair on inside layer. Case proceeded as normal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
After opening outside box, the nurse noticed a strand of hair on the outside of insert packaging, (not on the final sterile layer to be opened), she determined the implant to be safe. No hair on inside layer. Case proceeded as normal.